Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a newly implanted patient who was post-dialysis treatment had multiple low flow alarms overnight; their renal dysfunction was not related to their left ventricular assist device (lvad). The patient was asymptomatic and their systolic blood pressure (sbp) was within a normal range. Log file analysis captured low flow events on (B)(6) 2021 including events that did not persist long enough to trigger an alarm. The patient was brought into the or for a transesophageal echocardiogram (tee) that revealed an inflow tamponade compressing the right atrium; this was likely from a hematoma that caused flow acceleration as well as a significant gradient between the superior vena cava and right atrium as well as through the right ventricular systolic pressure. A postoperative mediastinal exploration was performed; there was a challenging dissection with a heavy amount of pericardial adhesions. A large amount of thrombosed blood was removed between the outflow graft of the lvad and ascending aorta. No bleeding source was identified. The patient's lvad flow subsequently improved following the procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a newly implanted patient who was post-dialysis treatment had multiple low flow alarms overnight; their renal dysfunction was not related to their left ventricular assist device (lvad). The patient was asymptomatic and their systolic blood pressure (sbp) was within a normal range. Log file analysis captured low flow events on (B)(6) 2021 including events that did not persist long enough to trigger an alarm. The patient was brought into the or for a transesophageal echocardiogram (tee) that revealed an inflow tamponade compressing the right atrium; this was likely from a hematoma that caused flow acceleration as well as a significant gradient between the superior vena cava and right atrium as well as through the right ventricular systolic pressure. A postoperative mediastinal exploration was performed; there was a challenging dissection with a heavy amount of pericardial adhesions. A large amount of thrombosed blood was removed between the outflow graft of the lvad and ascending aorta. No bleeding source was identified. The patient's lvad flow subsequently improved following the procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file data. According to the account, the low flows were due to pericardial fluid collection. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported pericardial fluid collection could not conclusively be determined. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported thrombus could not conclusively be determined. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported renal dysfunction could not conclusively be determined. The controller event log file contained data spanning from (B)(6) 2021 at 21:29:01 to (B)(6) 2021 at 08:13:24, per the timestamp. Intermittent low flow events were captured on (B)(6) 2021 when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A single low flow event persisted for at least 10 seconds, activating a low flow alarm. No other notable alarms were captured, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists thromboembolism, pericardial fluid collection, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.